Event description:
Literature: alterman et al. "Deep brain stimulation for torsion dystonia in children" childs nerv syst. 2007; 23(9): 1003-1040. Summary: the article describes a study involving 19 patients being treated with deep brain stimulation (dbs) of the internal globus pallidus (gpi) for symptoms related to dystonia. A number of complications were reported. Four patients developed perioperative infections resulting in 5 devices being removed. All patients were treated with antibiotics and had subsequently received new implants after the infections resolved. Reportable event: additional information was received and reviewed; the author reports that one of the patients who developed a perioperative infection was a (B)(6) patient with generalized dystonia who had their left ipg and extension explanted on (B)(6) 2004 due to the infection. See literature article with MFR report# 2182207-2008-00309.

Manufacturer narrative:
(B)(4).